Event description:
Healthcare professional reported "size exchange". This record is for the right side. Healthcare professional later reported "explanted device was mentor implant and did not provide further information for the record". Device was explanted. Device will not be returned. Implant date: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).